Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported increased difficulty locating their implantable neurostimulator (ins) and keeping it in place for charging. The patient reportedly ¿always had difficulty, but lately it had gotten worse.¿ it was stated that the patient had ¿many external recharger/programmers replaced and the issue continued to happen.¿ the patient was ¿wearing the belt so tightly it hurt and [was] uncomfortable.¿ during a recent visit at their doctor¿s office, the patient had his device paired with a new recharger and it ¿only worked for a short time when the same issue happened.¿ the patient could ¿only charge to 50-70% and it gave out again.¿ it took 45 minutes to charge up and then it quit; it was ¿very difficult to pair.¿ it was noted that ¿all troubleshooting was done¿ whereby the patient controller battery was removed and reset, the device was turned off and on, and the antenna was relocated to several spots to try and connect with the ins; however, the issue remained unresolved at the time of follow-up. A report was to be sent to the local sales representative with the patient¿s recharger and programmer replacement history for the same issue and replacement equipment would be sent if required by the clinic. It was noted the patient had ¿gained some weight during covid¿ and that this may have led or contributed to the issue. There were no surgical interventions performed and it was unknown whether any were planned. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins charging system was taking too long to charge. The ins took twice as long to charge. It was noted that the patient's charging system had already been replaced. The patient was advised to discuss this with the clinic. The issue was not resolved as of (B)(6) 2021. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury.